Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 396 mg/dl. The customer was treated for high blood glucose with shots. The customer stated that the b button is not working. The customer stated that their is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone that the insulin pump had blank display. Customer's blood glucose was 396 mg/dl. The customer is using (B)(6) aaa alkaline battery. The customer reported via phone call indicating that insulin pump alarm battery out limit. Customer's blood glucose was 396 mg/dl. The customer has not received multiple battery out limit.

Manufacturer narrative:
The insulin pump powered up properly and no battery alarm or blank display was noted. All operating currents were within specification and the insulin pump passed the functional testing. However, intermittent b button response was noted due to a corroded keypad trace. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.